Event description:
In 2008, the lay user/rptr called lifescan on behalf of the lay user/pt in france alleging the error 1 message appeared on the display of the one touch ultra 2 meter. The medical affairs specialist sent f/u questions for the technical svc rep (tsr) to ask the rptr but the tsr could not reach the rptr. The rptr stated the issue began in four months earlier. Since that time, the pt did not use the meter. The rptr stated the pt bought a new meter in the month prior to original month. The rptr stated that sometime after the issue began, the pt had what the rptr described as a "hypoglycemia" episode. The pt went to the "diabetolog" due to the hypoglycemia and was given food to treat her symptoms. The day and time the pt went to the "diabetolog" is unk. The rptr was not willing to provide any more details. It would be helpful to know the specific symptoms the pt felt, the pt's testing frequency, what actions the pt took regarding treatment in response to the meter issue, and whether the pt was able to test anytime between june when the meter stopped working and september when she got the new meter. The prod is not new and the issue was not resolved through troubleshooting. This complaint is being reported because there was an allegation that sometime after the prod issue began, the pt developed symptoms of hypoglycemia and needed to be treated with food for the symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.